Manufacturer narrative:
The customer did not report any issues with qc or calibration prior to or post the vent. No other analytes are affected. A bci field service engineer (fse) inspected the glucose module, tubing and related sample handling components. Fse found brown deposit around the seal of the glucose reagent syringe. Syringe is being returned to brea for additional investigation. A clear root cause is unknown for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report glucose modular (glum) result did not match the duplicate result generated on the unicel dxc 800 pro synchron chemistry analyzer. The customer runs glum patients in duplicate mode. The initial result was 34 mg/dl and the duplicate was 128 mg/dl. The result was not reported out of the laboratory. Patient treatment was not impacted by this event.